Event description:
Patients tibial component was loose. Patient required a revision of their right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 7 scorpio baseplate. An event regarding loosening involving an unknown scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Not returned due to hospital policy